Event description:
Meridian device was pulled from patient use by healthcare professional (hcp) indicating there was a "no chem flow" alarm. Technician thought the flow sensor wheel needed to be cleaned; therefore, he performed a disinfect on the device. Technician noticed the device was not drawing any of the disinfectant into the device and the expected "no chem flow" alarm did not occur. Technician reported there were no patients exhibiting any adverse signs or symptoms, no medical intervention was necessary and no patient injury resulted from this event. Device has been back in patient use without further problems.